Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of rectal cancer, on cut off and closing the distal end of the rectum, the device had poor staple formation, incomplete staple line distally and it did not cut off completely. The nails scattered into body cavity, did not form 'b' type. They replaced one new staple to continue to fire. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.